Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 5 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and no patient extension lines were in use. The patient had not purposefully disconnected prior to the alarm. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies. The supplies had not been damaged by an outlet port clamp or assist device. Technical service representative (tsr) asked the care giver (cg) the troubleshooting questions. The cg stated that the home patient (hp) stated that he did not disconnect. The hp then stated that he remembered that the patient line had disconnected and he had reconnected to the patient line. The tsr had the cg close the clamps, disconnect the hp, and cycle the power. The hc alarmed system error 2367. The tsr had the cg cycle the power. The hc went to 'press go to start.' The tsr assisted with getting the set out. The tsr recommended the cg contact the hp's registered nurse about the alarm. Proper procedures were reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.